Event description:
After the implant procedure was completed, the patient developed a hematoma with swelling at the ipg site. Physician brought the patient back into the operating room, opened the chest incision, and found bleeding from a vessel. Physician used cauterization to achieve hemostasis, evacuated the pocket, and closed. This resolved the issue.